Manufacturer narrative:
The scope referenced in this report was returned to olympus for evaluation but the evaluation is in progress. The device is currently with an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. A review of the instrument history showed that the user facility purchased the device on (B)(6) 2013 and was last serviced on (B)(6) 2018. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. To date, the ess visit has not been finalized. The cause of the reported event could not be determined, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the device culture tested positive several times for an unspecified microorganism after it has been reprocessed. There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.

Manufacturer narrative:
The scope was sent to an independent laboratory for microbial testing. The scope tested positive for the following organisms: staphylococcus haemolyticus, micrococcus yunnanensis and micrococcus luteus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical evaluation. A visual inspection on the received condition of the scope was performed and a red stain was found at the entry of the biopsy port section. An olympus boroscope was used to inspect the instrument channel. The channel l from the control body section was inspected and found a small kink inside the channel. The suction channel was inspected that there were no signs of kinks, marks, or damages. Additionally, the image was inspected and the image of the scope is normal. The scope passed the leak test. The scope was repaired and returned to the user facility. Additionally, the endoscopy educator at the user facility declined the reprocessing in-service and observation from the olympus ess as an in-service was previously conducted on september 17, 2018. During the ess's visit in september, the ess observed the following deviations: brushing was not being conducted inside the water but slightly outside of the water, which was corrected by the ess. The olympus suction cleaning adaptors were sometimes soaked in rapicide or would be put inside the medivator for cleaning. The ess also observed that the user facility did not have any air/water channel cleaning adaptors on hand which would indicate they have a limited supply and or possibly are not utilizing the adaptors. The reprocessing personnel was observed to be not using gloves when going to get the scope which is a concern for cross-contamination. Furthermore, the user facility had developed their own drying system in house by hanging the scopes up and connecting the scopes to either compressed or medical grade air. The user facility utilizes scope buddy from medivator and the medivator dsd 201. Based on olympus' investigation, insufficient reprocessing of the reported scope cannot be ruled out as a contributory factor. The instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿